Event description:
It was reported that during a gastric bypass procedure, the membrane of the reducer broke after the first use. The procedure was completed with another like device. There was no patient consequence.